Event description:
It was reported that chloraprep pre-activated. Verbatim: describe the event or problem- at beginning of surgical site prep by registered nurse (rn) circulator, anesthesiologist noticed small glass like shards on patient's left chest, informed this rn circulator of "glass like shard appearance." Upon examination of patient's chest, health care provider was able to remove glass like shards without scratches or abrasions to patient's skin. Inspection of bd chloraprep¿ clear sponge revealed glass like shards coming from chloraprep sponge, also noted glass like shards remaining inside chloraprep packaging. A new bd chloraprep¿ clear applicator was obtained, broken per packaging instructions to activate solution into sponge, inspection of new sponge revealed no glass like shards. Patient's left chest was prepped for surgical procedure without further incident.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by the banner thunderbird medical center. Bd did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.